Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Implanted in the patient.

Event description:
On (B)(6) 2017: the bone elongation with lengthener assembly and 4 pins for the fourth metatarsal bone was done for congenital shortening patient. On (B)(6) 2017: the bone extension was not possible and the part of the osteotomy was fused. Therefore, the surgeon resected the bone again and extended several millimeters of the lengthener assembly and finished the operation.

Manufacturer narrative:
The reported event that lengthener assembly hoffmann ii micro was alleged of 'not functional' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by mismanagement of the lengthening procedure. The lengthening procedure has to be adapted to allow for a sufficient callus distraction. In the case of a too slow lengthening premature bone consolidation might result in requiring revision surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2017: the bone elongation with lengthener assembly and 4 pins for the fourth metatarsal bone was done for congenital shortening patient. On (B)(6) 2017: the bone extension was not possible and the part of the osteotomy was fused. Therefore, the surgeon resected the bone again and extended several millimeters of the lengthener assembly and finished the operation.